Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was interested in obtaining an out-of-warranty loaner pump, and technical support decided to replace the pump.